Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found.

Event description:
It was reported that the lead was attempted during the implant procedure. There was no known issue. The lead was removed due to patient anatomy and another was implanted. No patient complications have been reported as a result of this event.